Manufacturer narrative:
A ge representative evaluated the system and checked the batteries and the batteries were good. The system operates as intended.

Event description:
The customer reported the system displayed a 24 battery charge message and the system would not start up. No patient injury was reported.